Event description:
Reporter indicated that patient's ncp system (both generator and lead) was explanted due to suspected device malfunction. The patient reported that the device was "constantly firing". No x-rays were taken prior to explant surgery. Device programming history has been requested, but has not been received for review. Attempts to obtain additional information have been unsuccessful to date.